Event description:
According to the reporter, during the esophagectomy/gastric tube procedure, the surgeon clamped the tissue and tried to squeeze the handle ,however it was stiff and could not be squeezed. Then he removed the device from the tissue with no problem. Replaced by a new handle and a new cartridge and the firing was completed with no problem. No harm was caused to the patient.